Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708240, serial# (B)(4), product type: extension. Product ID: 3888-28, lot# unknown, product type: lead. Product ID: 3888-28, lot# v014612, implanted: (B)(6) 2007, product type: lead. Product ID: 3889-41, lot# v007590, implanted: (B)(6) 2007, product type: lead. Product ID: 3888-28, lot# v014612, implanted: (B)(6) 2007, product type: lead. (B)(4). Analysis of the lead v007590 found that the #3 conductors/wires were broken on the lead 7 cm from the distal end, beneath the #3 electrode sleeve.

Event description:
Rep in operating room with restore revision due to open circuits; using pns lead subcut and 3 epidurally (all new leads and extensions), with 2, 37082 extensions; getting consistent problems with electrode imped on #1 being >3600. It was reported that 2 leads and 1 extension showed #1 electrode intraoperative impedance greater than 3600 ohms. It was stated that post-operative impedances were within range 1900-2900 and patient stimulation was good. It was stated that the patient had no stimulation when the high impedance was present. It was noted that the patient¿s therapy parameters were amp: 1.7/2.0, pulse width: 350/400, rate: 100/100 +--+ on continuous dual stimulation mode. It was reported that two leads and an extension were explanted. It was stated that the lead was dislodged. Additional information received reported that because there was a lot of scar tissue they had disconnected the failed lead and put in another to take its place, leaving the original lead in place. It was stated that the healthcare professional did not want to cause additional damage to the spine. It was stated that this occurred about 4 months after implant.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.